Event description:
The reason for call was patient was on group c and they were not getting the same results as they got on their trial. Patient had a continuous zing going on when they moved a certain way and if they went higher in intensity it zed them more. Patient noted they had neuropathy in their feet and it helped but stimulation therapy was not helping in their lower back and they still could not stand for a long period. Agent revied they can try other groups and if that did not help then the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.